Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy: birth (no complication)') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: essure confirmation test(s) conducted, specify: unknown. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), urinary tract infection ("uti"), tooth disorder ("dental problems"), headache ("headaches"), migraine ("migraine") and alopecia ("hair loss") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, allergy to metals, psychological trauma, urinary tract infection, tooth disorder, headache, migraine and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder and urinary tract infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 (discrepancy noted) and 2008. Patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), back pain, dysmennorhea (cramping), gen. Abnormal. Bleed and uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: follow up 1 and 2 were processed together. Pfs received. Event injury was updated to pelvic pain. Following events were added: migration, pregnancy birth (no complication), abdominal pain, dyspareunia (painful sexual intercourse), back pain, dysmennorhea (cramping), gen. Abnormal. Bleed, nickel allergy, psych injury, uti, dental problems. Headaches, migraine and hair loss. Reporter information was updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.